Manufacturer narrative:
Report source: supply chain coor. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the ob patient required blood emergently. A pressure bag was in use in order to deliver the blood transfusion as quickly as possible when the tubing set would only infuse slowly. The nurse started a new IV site and found that the blood continued to flow slowly.

Manufacturer narrative:
Additional patient information: patient gave birth to a male weighing 7lbs 5 oz. Post delivery diagnosis was spontaneous vaginal delivery with viable male infant. Post partum hemorrhage with ebl of 1825.

Event description:
It was reported that an ob patient required blood emergently. In the middle of the event she became symptomatic due to the blood loss. When the rn tried to administer the blood quickly via a pressure bag, the tubing set would not flow appropriately and was slowly dripping instead of the expected steady stream. A new 18g piv was started and the blood transfusion continued to drip very slowly. The patients vital signs changed, however once the patient received the first unit of blood her vitals improved as well as her symptoms. The patient received a total of two units of blood and had labs drawn post transfusion to find the cbc count had improved. No additional labs were required. Post delivery diagnosis was spontaneous vaginal delivery with viable male infant with post partum hemorrhage with ebl of 1825.